Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a balloon started to unravel and the wire became stuck. This occurred during a procedure removing a balloon from a patient's tortuous anatomy. The balloon and wire were able to be removed together. Also, the vessel had a lot of angulation. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the advance 35lp low profile pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal.¿ rupture may occur. The burst pressure data was analyzed using factors for a one-sided tolerance to determine with 95% confidence that 99.9% of these balloons would not burst at or below the calculated rated burst pressure. The visual inspection of the returned device reported one pta5 was returned alone with a blue wire guide with an unknown rpn. Visual inspection found the hub is separated from the catheter and the catheter shaft is severely wrinkled in several places. The returned wire is severely unraveled. The unraveled coil has sliced through the catheter in several spots along the catheter shaft. Furthermore, 5 cm of balloon and the catheter tip were not returned. It was reported that ¿upon removing the balloon from tortuous anatomy, it started to unravel and the wire became stuck. The balloon and wire were able to be removed together. The vessel had a lot of angulation.¿ the complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the available information the exact root cause of the reported issue cannot be determined for it may be contributed to patient tortuous anatomy, physician technique or the malfunction of the device. A definitive root cause for the separation cannot be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that a balloon started to unravel and the wire became stuck. This occurred during a procedure removing a balloon from a patient's tortuous anatomy. The balloon and wire were able to be removed together. Also, the vessel had a lot of angulation. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.